Event description:
It was reported to boston scientific corporation that during a procedure using a flexiva 1000 laser fiber, the tip of the laser fiber detached inside the patient following 2 to 3 fires of the laser. The physician reported that once he began firing the laser, small fragments of glass detached at the blue cladding of the fiber. The physician retrieved the tip of the fiber with grasping forceps. Laser energy from a 100 watt lumenis laser set at .6 -1 joules rate was being used with the fiber.

Manufacturer narrative:
Visual examination of the returned device revealed approximately 3 mm of the distal tip was received separately. Handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that during a procedure using a flexiva 1000 laser fiber, the tip of the laser fiber detached inside the patient following 2 to 3 fires of the laser. The physician reported that once he began firing the laser, small fragments of glass detached at the blue cladding of the fiber. The physician retrieved the tip of the fiber with grasping forceps. Laser energy from a 100 watt lumenis laser set at .6 -1 joules rate was being used with the fiber.